Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and completed the replacement of cardiosave part (pcb,front end,rohs) according to factory specifications. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. (B)(6).

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a startup alarm "power-on electrical test failed, code #12." There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and completed the replacement of cardiosave part (pcb, front end, rohs) according to factory specifications. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. The following was performed by sr service technician of the maquet failure analysis and testing department wayne the failure analysis and testing department received part front end board with a reported unit failure of power-up test failure error code 12. The failure analysis and testing department performed a visual inspection of this part, and the part is in a good condition. The failure analysis and testing department installed front end board in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department performed all pneumatic calibrations needed at the installation of the front-end board. After powering up the unit to clinical mode, it displays an error code #12. Moreover, the fault journal has fault code# 53. It¿s related to non-isolation dsp which is located on the front-end board .it failed startup built in test. Front end board is defective. Sending the front-end board to the supplier for further analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is impossible to define as the issue was verified in the initial investigation. Retaining the part in the failure analysis and testing department per procedure the non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.